Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Subject (B)(6) is enrolled in the triathlon ts study and this event was discovered on a monitor visit to the site on (B)(6) 2014. The subject was diagnosed with arthrofibrosis on during a (B)(6) 2013 office visit. The subject was experiencing decreased rom and increased knee pain. The surgeon noted that it was uncertain if the event was related to the device. The event did not meet the criteria of serious and the subject was treated with a tens unit on (B)(6) 2013. The event remains unresolved as of (B)(6) 2013. Patient underwent revision surgery. Products were not explanted, but additional products were implanted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Subject (B)(6) is enrolled in the (B)(4) study and this event was discovered on a monitor visit to the site on (B)(6) 2014. The subject was diagnosed with arthrofibrosis on during a (B)(6) 2013 office visit. The subject was experiencing decreased rom and increased knee pain. The surgeon noted that it was uncertain if the event was related to the device. The event did not meet the criteria of serious and the subject was treated with a tens unit on (B)(6) 2013. The event remains unresolved as of (B)(6) 2013. Patient underwent revision surgery. Products were not explanted, but additional products were implanted.